Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: rupture: no observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time., reason for reoperation: rupture.